Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the connector pin bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Apparent explant damage. The is-1 connector bent upon receipt, had to bend back to remove the stylet. The device is part of the advisory for this model.

Event description:
It was reported that during implant the lead helix would not extend after repositioning. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.